Event description:
The pt underwent a total hip replacement on 4/25/96. The pt alleged the material, simplex p bone cement, used during the surgical implantation of the femoral component (zimmer's centralign pre-coat) of the pt's hip prosthesis was deficient in some way resulting in implant loosening and osteolysis. There was no delay in surgery or anesthesia time.